Manufacturer narrative:
There is no indication that the system or any of its components were malfunctioning and the patient was able to get pain relief when the system was properly utilized. The request for explant was related to insufficient training of the patient, primarily due to language barriers.

Event description:
Patient was implanted with the nalu peripheral nerve stimulator system on (B)(6) 2023 to treat knee pain. Patient had undergone a successful trial phase in (B)(6) 2023 before the permanent system was implanted. Nalu representatives spent considerable time training and working with the patient and were able to achieve significant pain relief when the system was utilized correctly. The patient was unable to properly use the system on their own due to language barriers and poor understanding of the training provided. A full system explant was performed on (B)(6) 2023 per the patient request.